Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t wave oversensing on a device was observed. After investigation, it was noted that oversensing occurred only when the patient consumed too much alcohol. Decision was made not to do any programming changes. Device remains implanted.